Event description:
It was reported the rigid video scope had no 2d image. The issue occurred during preparation for use for a diagnostic laparoscopic surgery in gynecology. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had no 2d image. The issue occurred during preparation for use for a diagnostic laparoscopic surgery in gynecology. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 3d image has defects or is not displayed and stripes in image occur. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the 3d image has defects or is not displayed and stripes in image occur was due to a broken video cable olympus will continue to monitor field performance for this device.